Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer loaded 150 units of insulin. The customer then filled the cartridge with an additional 50 units of insulin and resumed insulin delivery. There was no reported impact to customer's blood glucose level.